Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046¿ pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the tenaculum forceps (part# 470207 - 10 / lot-sequence# n10201207-0109) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2022 during myomectomy procedure performed on system serial# (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken cable. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.